Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse for the customer called in to report high blood glucose levels of 418 mg/dl. The customer's blood glucose level at the time of call was 186 mg/dl. The customer had symptoms of fatigue. The customer was treated with insulin injections. It was found that the customer had no delivery alarms and low reservoir alarms in the history. The caller was unable to perform the high pressure test. The device passed the self-test. It was reported that the alarms were resolved by a complete set change. The customer did not want to return the devices for analysis. The caller was advised to call back if the alarm occurs again.